Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the unit has identical and he plugged in the cables incorrectly which caused the motor connectors to spark and the unit is still showing the same error message. Replacing under warranty since the connections are keyed the same as a one time courtesy and because it sparked. This happened in the shop and was never delivered to the patient.